Manufacturer narrative:
This report is filed june 24, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an unknown reason. The patient was reimplanted with a new device during the same surgery. More information has been requested, however has not yet been made available as of the date of this report (B)(6) 2015.

Manufacturer narrative:
(B)(4).